Manufacturer narrative:
Method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specs and no anomalies related to this event were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt received two anchors with the same lot number. It was reported the pt's experiencing swelling and inflammation at the anchor site in the neck. The physician prescribed antibiotics as the treatment plan; however, surgical intervention may be undertaken at a later date should symptoms not improve.